Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported an issue with the potassium. No other details regarding the nature of the event were provided. The user reported the surgical procedure was completed successfully and there were no adverse consequences to pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.